Event description:
While nursing at medical institutions (since 1984) plaintiff states that she wore latex gloves and experienced the following symptoms: hand sores, hives, wheezing, hand dermatitis, runny eyes, runny nose, edema of the eyes, pruritus, tightness of the chest and breathing difficulties.